Event description:
The customer reported being hospitalized due to unexplained high blood glucose. The blood glucose reading at time of call was 385mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. After receiving the tubing clamp the customer called back to perform the high pressure test and passed. During the call, the customer mentioned having also motor error alarms. The displacement test was performed and passed. The alarm history was reviewed and found multiple motor error alarms. The customer did not feel comfortable with the insulin pump and requested the device be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Unable to confirm motor error alarms. After testing it was concluded that the device operated within specifications.